Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a renal transplantation, while cutting the renal artery, bleeding occurred. With this, the procedure was converted from laparoscopic procedure to open due to the device problem. It was also reported that kidney was lost, tissue was damaged due to patient shock suppler cardiopulmonary resuscitation (CPR) and intensive care unit (ICU). Blood loss of 500cc or more due to product problem. Surgical time exceeded by 30 minutes hospital stay was extended as well. Surgeon did a re-suturing and re-cutting.